Event description:
Caller reported multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin treatment. Customer will continue to use current pump.